Event description:
It was reported that the patient presented with a right ventricular lead that exhibited noise. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the right ventricular lead noise was over-sensed, resulting in pacing inhibition.